Event description:
An error message was reported with the adc sensor. Customer reported receiving a "replace sensor" message on their adc sensor scan and was unable to obtain readings or monitor glucose levels. As a result, the customer experienced hypoglycemia and self-presented at the hospital where they were treated with a glucose drink by a healthcare professional. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. N/a was selected for (PMA/510(k) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc sensor in use with ios 16.2; app - 3.4.0.7228. Customer reported receiving a "replace sensor" message on their adc sensor scan and was unable to obtain readings or monitor glucose levels. As a result, the customer experienced hypoglycemia and self-presented at the hospital where they were treated with a glucose drink by a healthcare professional. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported a replace sensor message when scanning the sensor. Successfully start sensor and received glucose reading using a similar configuration and was unable to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.